Event description:
Event description guidant received information that the implanted bipolar lead was oversensing tachycardia events. Additionally the lead was observed to have a conductor fracture near the terminal pin on the rate-sense portion of the lead. The rate-sense portion of the lead was capped and surgically abandoned. A new lead was successfully implanted.